Event description:
The device diagnostic tesitng at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The pt reports still being able to feel device stimulation. Review of x-rays by manufacturer revealed that the lead connector pin did not appear to be fully inserted past the generator connector block. No gross fractures or sharp angles were noted; however, a small portion of the lead was behind the generator and could not be visualized. Device placement and strain relief appeared to be normal and adequate. Generator/lead connection issue is suspected. The pt has been referred for surgical consult. No adverse event was reported in conjunction with the high lead impedance condition.